Manufacturer narrative:
Evaluation summary: the reported event of ¿hardware breakage¿ was confirmed. Upon visual inspection of the device, it was found that the bajonet bolt was broken off. Based on the investigation, the root cause of the reported broken bajonet bolt was attributed to a user related issue. It was reported that the surgeon used pliers, which were not part of the hoffmann system to adjust the strut. The operative technique indicates that the strut should be tightened by hand during lengths adjustments, and there are no instruments or pliers provided in the system to perform this action. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No indications of any material, manufacturing or design related problems were determined during the investigation.

Event description:
The patients ankle was being revised due to hardware breakage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patients ankle was being revised due to hardware breakage.